Event description:
It was reported that the left ventricular lead exhibited a high pacing threshold of greater than 5.75 v. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.